Event description:
It was reported that this peritoneal dialysis (pd) patient experienced a balloon valve alarm and afterwards reported to have peritonitis. It was explained that the pressure sensor issue itself would not cause contamination unless the patient had possibly not followed the recommended disconnect when coming off the cycler. Additional information was provided by the regional quality manager. The patient went to the hospital on (B)(6) 2026 (no symptoms were provided). The patient was diagnosed with peritonitis. The patient was initiated on an antibiotic therapy with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, and duration unknown). The patient¿s white blood cell (wbc) count was 1,950 with 89% polymorphonuclear (pmn) cells. The culture resulted positive for staphylococcus epidermidis. The patient was discharged on (B)(6) 2026. The patient had follow-up management by an outpatient doctor. The patient was prescribed oral fluconazole 200mg every 48 hours (duration unknown). The patient continued ccpd therapy during recovery. The cause of the peritonitis was probable touch contamination. The manager stated the initial email was an inquiry to ask if the word ¿leak¿ in the balloon valve leak could have caused peritonitis. They were looking for confirmation that the balloon valve was not connected to the fluid system.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and the use of the liberty cycler set and the event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis is probable touch contamination by the patient. The pd effluent culture result of staphylococcus epidermidis supports that cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.